Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was intended to be used in the common bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During unpacking outside the patient, it was noticed that the cutting wire of the autotome rx 49 was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 49 was analyzed, and a visual evaluation noted that the guidewire introducer was broken. The device was observed under magnification and the cutting wire was in good condition. A functional evaluation was performed by bowing the device outside and inside the scope and the device bowed and returned from bowed position as intended. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, the cutting wire was in good condition. Additionally, it was found that the guidewire introducer was broken, which could have been caused by manipulation factors, such as user technique. The reported problem was noticed upon unpacking, so most likely, as part of the device manipulation during preparation, an excess of force was applied in order to get the device out of the package damaging the guidewire introducer. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was intended to be used in the common bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During unpacking outside the patient, it was noticed that the cutting wire of the autotome rx 49 was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.